Event description:
Received information regarding a cartridge alarm 5 during the load process. Customer's blood glucose level was elevated. However, it was not clear if the blood glucose level was related to the reported event, as the customer already had elevated blood glucose levels due to missing a meal bolus.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.